Event description:
It was reported that the device was found in reset. A software download was successfully performed. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).